Manufacturer narrative:
The insulin pump passed all of the functional tests including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump had broken belt clip glued to the belt clip slot, minor scratches on the display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call high and low blood glucose levels. Customer's blood glucose level was over 400 mg/dl and resulted in hospitalization. Customer's blood glucose level was also as low as 30 mg/dl. Customer experienced diabetic ketoacidosis as well. Customer's healthcare provider advised that the basal rates needed to be increased. Customer's wife called the paramedics as a result of the patient passing out in the restroom at 5 am. Customer advised the insulin pump was damaged and they used glue to put it back together. Customer was advised that as a result of the insulin pump being super glued to the belt clip slot, it will need to be replaced. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.